Event description:
A cardioquip (cq) customer reported floating debris in their unit. Cq epidemiology recommended the customer perform a cleaning and disinfection according to the device instructions for use; and if the particulates persist, hpc testing to provide a quantitative assessment of the water quality. The customer chose to perform hpc testing. No patient involvement was reported. Hpc test results outside of cq specifications for water quality were received on (B)(6) 2025, indicating device contamination.

Manufacturer narrative:
A cardioquip customer submitted photos of tubing to cardioquip epidemiology as they suspected potential bacterial contamination. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that either (1) the customer reperform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) the device receive an internal water pathway replacement, or (3) the customer participate in cardioquip's trade-in program. The customer chose to perform an internal water pathway replacement to repair the device. Once the device has undergone repair, it will be returned to specification.